Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4)

Event description:
On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the implant coil could not be detached with the instant detacher and also would not detach with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). The coil was removed from the patient and another coil was used to successfully complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was returned for evaluation. The axium coil was found to be partially inside of the dispenser track and within the opened axium coil outer carton. During evaluation, the axium coil was removed from the dispenser track. The axium pushwire was found to be within the introducer sheath. The pushwire was found to be broken on the proximal tip with a broken release wire extending out from its proximal end. The proximal end of the pushwire containing the tack weld replacement (twr) crimps was not returned. In addition, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The pushwire was found to be bent at multiple locations at the proximal end within the introducer sheath. The distal end of the pushwire was found to be extending out from the distal end of the introducer sheath. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be present, and the implant coil was found to be still attached to the pushwire. The implant coil was found to be damaged and had lost its original shape. Due to the multiple bends in the pushwire, the outer jacket was removed, and the coin was pulled back from the lumen stop. The implant coil detached as intended. The coin showed evidence of the coin jamming against the lumen stop. The inner diameter of the lumen stop showed evidence of the coin jammed at the lumen stop. The lumen stop inner diameter (ID) was measured and found to be within specification. The detach element was then removed from the implant coil for evaluation. The detach element was in good shape and the detachment ball was found to be within specification. No other anomalies were observed. The review of lot history records shows that the finished device met all manufacturing requirements and specifications during final assembly and quality inspection. The proximal tip of the axium pushwire was not returned; therefore, any contributing factors from the proximal tip could not be assessed. Based on the axium pushwire analysis and on the event description, the report of ¿non-detachment¿ was confirmed. The axium coil was returned with the implant coil still attached. Per the evidence found during analysis, it is possible that the coin was jammed against the lumen stop causing the difficulty during detachment. Although, attempts to detach the coil were made by the manual method of detachment, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube).it is likely that the break on the proximal end of the pushwire likely occurred during the attempt to detach the implant coil via the manual method of detachment. Regarding the bends in the pushwire, the damages to the coin and lumen stop, and the damage to the implant coil, the cause for these damages could not be determined. It could not be determined if the axium coil met specifications due to its damaged and incomplete condition; however, all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
The reporting person said, during the embolization procedure, the padding the spring did not highlighted, or the technique manual posting. The doctor removed the spring and exchanged for another. No injury reported. No permanent damage. The event did not prolong the hospital stay. There was no bleeding in excess. The surgical time was not extended. Additional information: the spring did not point out. Reference (B)(4) instant detacher. Additional information on (B)(4) 2014: during the procedure for embolization of brain, one of the springs not highlighted with highlighter, the technique of manual posting did not work too. The doctor had to remove the spring, and use another to be able to complete the procedure. *additional information received on (B)(4) 2014: device will be returned in (B)(4). Additional information received on (B)(4) 2014: the device should be returned at the end of (B)(4).